Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device delivered malformed staples. It was not reported how the case was completed. There was no pt consequence.